Manufacturer narrative:
(B)(6).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device availability - additional information. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - additional information/device evaluation. H3: device evaluated by manufacturer - additional information. H6: adverse event problem - additional information.

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on(B)(6) 2023. Data was received but not investigated as data will not confirm the issue. The product was evaluated. An external visual inspection was performed and failed due to sensor wire being detached and missing from sensor pod. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.